Event description:
Reported indicated patient "developed an abscess over the generator site." The patient's surgeon reported "patient was autistic and manipulated the incision site." Patient reportedly "removed wound dressings two days post implant and began to manipulate the incision area." The patient had vns therapy generator explanted related to infection.